Event description:
It was reported the asymptomatic patient presented in clinic. The patient had been sent for a magnetic resonance image (MRI) where the proper MRI program settings was not active prior to the scan. Upon interrogation the following day, it was observed the implantable cardioverter defibrillator was in backup vvi. Defibrillation therapy was not available while the device was in backup. The device was successfully restored without issue. The patient was stable.